Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended, dried blood/tissue was present around the helix and electrocautery damage was noted in several locations on the lead insulation. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited noise. An invasive procedure was performed. An attempt was made to reposition the system, however, high pacing impedance measurements were observed during attempts to reposition. A lead to device header connection anomaly was suspected. The system was explanted. No additional adverse patient effects were reported.